Event description:
The customer reported to olympus, the gastro video scope had a sticky insertion tube, the bending section cover cementing was cementing the light guide cover lens and electric test failed. The issue occurred during maintenance the device was returned for evaluation. During the device evaluation, there was a gap between the acoustic lens and ultrasound probe found and the acoustic lens had a chip. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a damaged nozzle. Additional findings were as follows: : due to wear of forceps elevator lever, up and down knob cannot be locked securely; due to wear of the angle wire, bending angle in the left direction did not meet the standard value; adhesive on the bending section cover had a crack and discoloration; universal cord had buckling; objective lens had a scratch; adhesive around the light guide lens had wear; adhesive around the objective lens had a chip; distal end had a scratch; switch1 had wear; image guide protector was damaged; scope cover had a chip, suction cylinder had discoloration; because the guide pin of the electrical connector was shaved, water tightness was lost; the channel tube had a scratch. Due to a chip of acoustic lens, displayed ultrasound image was defective; due to damage on the ultrasonic cable, displayed ultrasound image was defective with missing elements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomena "there is a gap between acoustic lens and ultrasound probe" and "acoustic lens has a chip" respectively have been confirmed. However, a probable cause for either phenomenon could not be determined. Olympus will continue to monitor field performance for this device.